Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd discardit¿ ii syringe w/o needle experienced leakage during use.

Manufacturer narrative:
Investigation: a DHR could not be performed as the lot# is unknown. Bd has been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that bd could determine a damage in the plunger rod by the evaluation of the plunger with magnification. Bd could confirm the reported issue. After the evaluation of the received sample, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the bd discardit¿ ii syringe w/o needle experienced leakage during use.